Event description:
It was reported that during a diagnostic bronchoscopy procedure (in a pediatric male patient) black particles/debris were noted in the airway at the beginning of the procedure that looked like a piece of black plastic. In an attempt to perform a foreign body procedure, the scope was removed from the airway, inspected for any defects and no obvious defects were noted on outside of the scope. Once the scope was reinserted the black material was no longer visible in the airway. The procedure was prolonged by hours along with anesthesia. No additional medical intervention was required and the procedure was completed but procedure extended for hours. The condition of the patient and the procedural outcome were not impacted by the issue. The scope was inspected prior to use and again after the black item was seen. There were no reports of patient harm.